Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2024 the patient was hospitalized due to septic shock from klebsiella following an intestinal obstruction (etiology and location was unknown). A physician reported that as of (B)(6) 2024, the frame of shock was in resolution but with persistent hyperpyrexia; therefore, the hospital staff was evaluating the removal of the peg and j tubes which were positive for methicillin resistant staphylococcus aureus (mrsa). No further information was available as the patient refused to give any additional information.